Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Cotton remnants retrieved- vagina [foreign body in reproductive tract]. Tampon tore in half during removal, cotton remnants had to be retrieved [complication of device removal]. Tampon tore in half [device breakage]. Case description: consumer sent email stating the tampon tore in half during removal. No serious injury was reported.